Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that they passed the nasoenteral tube and then tested it but during the test they noticed it did not work due to an occlusion. Upon removal of the ng tube, bending/kink was noticed about 5cm from the lead causing the obstruction.